Event description:
It was reported that a pt sustained burning as the result of an ipl treatment. A full recovery was reported by the user facility. No medical intervention was reported.

Manufacturer narrative:
An eval by the field svc engineer of the system found there was gel built up on the head, and the power meter was dirty in contradiction to cleaning guidelines per product labeling. Additionally, it was reported that the pt was prescribed dynacin prior to treatment. Photo sensitive medications are listed as a contra-indication per product labeling.